Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation cause by the lifevest. The patient described the irritation as red itchy marks all around his body. There was no alleged device malfunction. The patient applied a water/lotion solution that was provided by the hospital. The patient reported the area as improving.